Manufacturer narrative:
Insulin pump received no button response due to flattened up button dome switch. Insulin pump also received with unlocked lcd keypad connector during visual inspection. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched keypad overlay and minor scratched lcd window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 88 mg/dl. Customer stated that the up button was not working. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.